Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error issue could not be determined, however, the issue was likely the result of deterioration of the electronic plug unit inside the scope connector due to user handling. The event can be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated during receipt inspection and the b30 scope communication error was confirmed due to a faulty plug unit. In addition, the circuit board and the cable unit need to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An engineer reported that an evis exera iii bronchovideoscope had a b30 scope communication error displayed. The event occurred during receipt inspection of the device. There was no patient or procedural involvement associated with the event.